Event description:
User facility reported that after the device's inserter was removed from use, the needle would not fully engage into the safety mechanism. No needlestick or injury to user took place.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the investigation once it is completed.